Manufacturer narrative:
A ge service representative performed an onsite investigation. The representative determined that the system's image processor and video printed circuit boards required replacement. The boards were replaced and the system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and required a re-boot to recover system functionality. No patient serious injury or death was reported related to this event.